Manufacturer narrative:
Correction/removal report number: 3010291427-06/21/2022-001-c. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an em2400 valve set leaked. During filling of potassium chloride, a leak was observed from port 2. The estimated loss was approximately 14ml. There was no patient involvement. No additional information is available.